Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump black box showed on power on event occurring at 15:32 on (B)(6) 2014; the pump deliveries were resumed at 15:58. The pump black box also showed evidence that the user installed a partially discharged battery on (B)(6) /2014. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The returned pump battery cap was inserted for testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump current draws were tested and were confirmed to be within specifications. The pump was opened and no intermittent connections or damage were observed. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of over 600 mg/dl with shakiness, clamminess, dizziness, increased urination and moderate ketones associated with short battery life on the pump. The pump history was reviewed with the patient and confirmed that battery alarms were occurring. The reporter indicated that battery life was shorter than expected on at least 3 batteries from different packs of batteries. This report is made based on the allegation that the patient experienced hyperglycemia associated with short battery life on the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.